Event description:
A hospital in (B)(6) reported that four rt380 adult dual heated evaqua2 breathing circuits failed the leak test during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint devices have been returned to fisher & paykel healthcare (B)(4) to be evaluated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Four complaint rt380 breathing circuits were received for evaluation: two from lot 120203 (manufactured 3 february 2012), one from lot 120309 (manufactured 9 march 2012) and one from lot 121112 (manufactured 12 november 2012). The four returned complaint breathing circuits were visually inspected for damage. The evaqua2 (expiratory) limbs of all four complaint circuits were slightly yelow in colour, discoloured from the normal creamy-white. In the circuit from lot 12112, the evaqua2 limb was found to be cracked in two areas.the first damaged area started 18.5cm from the patient end connector and was 7.5cm in length. The second area started 31.5cm from the elbow and was 15cm in length. There was no visible damage noted in the other three circuits. Samples of damaged and undamaged parts of the complaint tubing were sent to scion, a (B)(4) research organisation, for testing, using gel permeation chromatography (gpc). Gpc analysis showed a significant reduction in the molecular weight in the damaged section of the tubes compared to the undamaged parts. The localised loss of molecule weight suggested that some external factor was the likely cause. A sample of current tube was also sent to the material supplier who determined the relative viscosity of a dilute solution of the polymer in a solvent. This is an alternative method to gpc for analysing the molecule weight of the polymer. The results showed that the extrusion process used to extrude the tube is not causing degradation of the evaqua2 tube. The evaqua2 expiratory tube has a cellular structure and this can be investigated by density measurements. Therefore, the void fraction of different areas of failed tubes was determined by measuring the density of small sections cut from the tube. The void fractions of all areas of the tube were within the normal manufacturing window. The investigation also included a review of the inspection certificates for both the polymer and foaming agent used to extrude the tube. The data did not indicate any significant variation throughout this period. Following on from this analysis, a review of the manufacturing process was performed. No chemicals or processes that could cause damage the evaqua2 material were identified in the manufacturing process. Likewise a review of our standard operating procedures did not reveal any issues. Conclusion: based on the results of our investigation, we are unable to determine what has caused the damage to the complaint rt380 expiratory limbs. The hospital is a long term user of the product and have stated that this type of damage to the evaqua2 limbs had not been seen in the past. Further information elicited from the hospital with regard to this incident did not shed any light on a possible cause for the observed damage. All rt380 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. It is therefore most likely that the damage occurred after leaving our production facility. We will continue to monitor for any future complaints of this nature through our robust product surveillance process.

Event description:
A hospital in (B)(6) reported that four rt380 adult dual heated evaqua2 breathing circuits failed the leak test during set up. This was found prior to patient use.